Manufacturer narrative:
Medtronic evaluated the device and noted all icons were active and the device would not power on due to a shorted capacitor c177 on the analog board. The customer was provided with a replacement device.

Event description:
The facility initially reported the device had all icons displayed. The device was then powered on and the wrench symbol went away. Medtronic provided the facility with a replacement device. When the replaced device was subsequently examined by medtronic, it was inoperative.